Event description:
The pt ((B)(6)) received an scs system on (B)(6) 2007. It was reported that the pt lost stimulation. Reprogramming efforts with the patient's transmitter and a replacement transmitter were unsuccessful. The physician plans to explant and replace the receiver. A surgery date is undetermined at this time. No further info is available.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found nonconformances related to the product. However, the nonconformances were identified as cosmetic issues and did not affect product integrity; product was replaced or reworked and approved for use. The DHR anomalies are not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.